Manufacturer narrative:
Device evaluated by MFR? Device return and evaluation is not needed as the cause is oh.

Event description:
It was reported from clinic notes received that the patient has a small opening at their chest site and that the leads are exposed, and they are referred for site revision or lead explant. This patient's generator was explanted previously due to infection which is housed in MFR report # 1644487-2018-01342. The patient does have a history of picking at the site however it is not clear if this is the cause of the wound opening as the physician's office did not have a definitive answer for the cause. Device history records showed that the lead was sterilized prior to distribution. The patient's lead was explanted. No additional or relevant information has been received to date.